Manufacturer narrative:
The insulin pump passed the functional testing. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and that buttons were unresponsive. The customer also reported a hospitalization due to high blood glucose. The blood glucose at the time of hospitalization was 224 mg/dl. The customer was in the hospital for a week but was not wearing the insulin pump the day of the event due to the button error. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.